Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm. Customer also states that they are getting air bubbles so they did a fixed prime to get them out. The blood glucose reading is 450 mg/dl. Nothing further reported.